Manufacturer narrative:
Investigation: checking the manufacturing charts, no pre-existing anomaly has been found out in the items belonging to the same lot numbers as the components involved in the event. The manufacturer will share the final MDR as soon as the investigation is complete.

Event description:
Upcoming shoulder revision surgery due to a 180-degree rotation of the glenosphere, showed by the x-rays. The components involved in the event are the following: - prima glenosphere d.40 mm (part code 1974.09.040, lot number 2417329, sterilization number 2400174) - connector w. Screw high lat.9mm (part code 1974.15.304, lot number 2311310, sterilization number 2300169) the prima components are implanted with smr humeral components. Patient has a follow-up appointment in (B)(6) 2025 and the revision surgery will follow shortly after. The surgeon plans to revise the glenosphere components with potential graft and new components. The primary surgery tool place on (B)(6) 2024. Primary surgery was a success, good bone quality and soft tissues were credible. The patient is a female, 66 years old. Event happened in the united states.